Manufacturer narrative:
The reported event that the battery compartment was broken off was confirmed through visual inspection. Any physical impact to the navigated instrument can cause product damage or operational failure due to battery movement.

Event description:
It was reported that a piece of the device broke off during a surgical procedure. No impact to the patient or delays were reported.

Event description:
It was reported that a piece of the device broke off during a surgical procedure. No impact to the patient or delays were reported.